Event description:
It was reported that: 17 nov 2023, the doctor found the ars leaking during use on the patient.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc set including: one guide wire assembly and one single-lumen catheter for analysis. The arrow raulerson syringe (ars) was not returned for analysis. In addition, the product lidstock shows that the finished kit is supposed to include two-lumen catheter, not a single-lumen catheter. This suggests that the customer returned the wrong components within the kit as well as did not return the ars. Visual inspection of the ars could not be performed as it was not returned for analysis. Functional testing cannot be performed on the ars as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The issue of ars leaking could not be confirmed as part of this complaint investigation. Visual analysis suggests that the customer returned the wrong components within the kit as well as did not return the ars. Visual and functional analyses could not be performed as the ars was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that on (B)(6) 2023, the doctor found the ars leaking during use on the patient.